Event description:
It was reported that during a device replacement, following a reprogramming of the chronic left ventricular (lv) lead, the rep initiated an impedance test. The patient experienced asystole, and the lead exhibited a loss of capture. The test was halted, and pacing resumed. The rep attempted another impedance test, with the same result. The test was halted, and pacing resumed once more. As the lv lead appeared to be functioning properly otherwise, the decision was made to keep the lead in use. In addition, it was found that the chronic right ventricular (rv) lead exhibited low impedances, and the chronic atrial lead exhibited non-capture at any output due to a coronary artery bypass graft (CABG). The decision was made to not replace the atrial lead due to the target vein being occluded. Both the rv and atrial leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.